Manufacturer narrative:
Device evaluation: he ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed activation test. Product analysis confirmed the reported events.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis pump component did not work. It stayed flat when pressing the bulb. Pressing the pump will not restore it to its original state.(poor pump) a new inflatable penile prosthesis pump was implanted and the event resolved.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis pump component did not work. It stayed flat when pressing the bulb. Pressing the pump will not restore it to its original state. (Poor pump) a new inflatable penile prosthesis pump was implanted and the event resolved.